Event description:
It was reported that the user experienced recurrent low glucose over several nights while using the ilet, with the lowest reported value of 40 mg/dl and current glucose of 117 mg/dl. The agent noted absent meal announcements, provided user education, advised contacting the healthcare provider, and discussed a factory reset as a last resort. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment with juice or candy and user troubleshooting. Investigation included review of use data with user interview and troubleshooting guidance. Investigation of this case revealed improper use related to missed meal announcements as a likely contributor, with the underlying cause of hypoglycemia remaining unclear. It was concluded that the device operated as designed and no device malfunction was identified, with user education provided and medical follow-up advised.